Manufacturer narrative:
(B)(4). Final pump analysis revealed no anomaly found; normal device function. Final catheter analysis revealed catheter leakage - hole. An area of abrasion to the surface of the catheter was found 0.5 cm from the distal end of the catheter segment. In the area where the abrasion was, it had been worn all the way through to the inner lumen.

Event description:
The device system was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.